Manufacturer narrative:
(B)(4). This report involves a patient who experienced suspected peritonitis in the context of peritoneal dialysis. While there was no peritonitis reported, it is currently unable to be ruled out as a cause for the reported symptoms. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient was suspected to have peritonitis coincident with peritoneal dialysis therapy. The cause of the event was not reported. It was not reported if the patient was hospitalized for the peritonitis event. The patient was treated with unspecified antibiotics for the last six days (drug names, doses, routes, and frequencies were not reported) for suspected peritonitis. Action taken with dianeal therapy was not reported. The outcome and patient recovery status of the event were not reported. No additional information is available.